Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
The diabetic nurse educator called the 24 hour help line to assist the customer with the high pressure test. Per the nurse educator the customer has been on manual injections since previous call. Performed the insulin pump passed high pressure test; alarmed no delivery. The insulin pump was able rewind but both with the end of a pen or reservoir it would give a no reservoir alarm and numbers would not come up. Per the nurse educator they are unable to exit the preparing to prime loop; ensured customer is disconnected, advised customer to hold down act until they receive 2nd series of beeps and/or numbers appear on the display; the customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised the customer the pump will need to be replaced. Advised customer to revert to back up plan per hcp instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 480 mg/dl. Customer was wearing the device at time of hospitalization. Found time and date setting was incorrect. Device alarmed a no delivery alarm during a bolus delivery. Customer hung up and discontinued troubleshooting. Customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.